Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing near the clip was found damaged/broken on the second day of the infusion. This occurred with 3 different catheters. The following information was provided by the initial reporter, translated from (B)(6) to english: "the extension tube at the small clip part was broken on the next day after puncture and indwelling"

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system tubing near the clip was found damaged/broken on the second day of the infusion. This occurred with 3 different catheters. The following information was provided by the initial reporter, translated from chinese to english: "the extension tube at the small clip part was broken on the next day after puncture and indwelling."